Event description:
It was reported that pump displayed malfunction code 13 without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump, confirmed pump was in warranty and address details, provided instructions for storage mode and returning problematic pump within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor once replacement pump was received.